Manufacturer narrative:
Product analysis, product ID#: 3389-40: tests that include but is not limited to visual inspection and electrical testing. Analysis identified that the #3 conductor was broken at the proximal end of the lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the surgeon found the distal tip of the lead was not the usual round shape during intra-op. They were afraid the edge might harm the patient. The lead was changed out. This was considered a manufactural issue. The issue was resolved at the time of the report. No patient symptoms or further complications were reported as a result of this event.